Event description:
Pt was undergoing egd treatment. During the use of this injection gold probe, a one and a half inch piece of the tip of the device detached and was retrieved from the pt. The procedure was successfully completed using another device. There were no pt complications. The device has been retained by the user facility. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the deivce co is unable to determine if the device met its specifications. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause of this event.